Manufacturer narrative:
Implanting physician: (B)(6). The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "likely positive for bia-alcl"; rupture; seroma found upon explant.

Event description:
Healthcare professional reported left side "biocell textured implants and likely positive for bia-alcl, waiting for testing confirmation" and a rupture confirmed via MRI. Pathological markers confirming alcl have not been received. Healthcare professional later reported "any creases" and "seroma and debris" observed during surgery. Device has been explanted.